Manufacturer narrative:
Part: 412.213s. Lot: 5l90940. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 29 aug 2019. Expiry date: 01.aug 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 412.213. Lot number: 5l20975. Manufacturing site: mezzovicco. Release to warehouse date: 03 july 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformance's were identified. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a revision procedure due to pain from a secondary crack at the second fracture site. Initially, the patient had a femoral neck system (fns) implanted for a subtrochanteric fracture on (B)(6) 2020. On the date of discharge, (B)(6) 2020, the patient felt a strong pain when she moved from a chair to another chair. X-rays showed a fracture at the distal area of the locking screw. On (B)(6) 2020 during the revision procedure the locking screw could not be extracted because it rotated together with the proximal bone fragment. The surgeon cut the screw and used a plate and a wire to fix the bone. There was no surgical delay reported. Patient status and surgical outcome were unknown. Concomitant devices: fns plate (part # 04.168.000s, lot # 5l65451, quantity 1), fns bolt (part # 04.168.280s, lot # 27p1531, quantity 1), fns anti rotation screw (part # 04.168.480s, lot # 24p3220, quantity 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This is report 1 of 1 for (B)(4).